Event description:
(B)(4). I got the essure in 2011 and I soon regretted it. They said no pain but I was laid out for a week. I have weight gain, horrible stabbing pain by my ovaries, fevers when I get my menstrual, severe menstrual bleeding, fatigue, headaches, and muscle spasms.